Event description:
History of episodes of dizziness, near syncope, slow heart rate. Pt had holter monitoring which showed evidence of malfunctioning pacemaker with oversensing, long pauses at times and nonpacing. Pt is known to have sick sinus syndrome, atrial fibrillation, status post permanent pacemaker 11 years. The pt was admitted for insertion of a new pacemaker and removal of old pacemaker.